Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, a crack was noticed on the unit. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 17, 2018. (B)(4). Upon visual inspection of the returned sample it was confirmed that there was fluid in the back housing of the centrifugal pump. The returned sampled was set up on a drive motor and primed with a normal saline solution circuit. The rpm was set at a maximum of 2400 rpm. Each hour up to 6 hours, the sample was observed for any visual leaks to the back housing. The returned sample was cut open to inspect the internal components. It was noted that the seal pad had moisture within the underside of it at its interaction point with the seal rotor. A retention sample was obtained and visually inspected, no anomalies noted. It was run through the same test and no leak to the back housing was observed. Further evaluation of the device found that the leak occurred between the stator and seal rotor pad. Functional testing of the pump did not cause any additional damage to the back of the housing or did not cause any additional fluid to leak in the back of the housing. It is likely that the components were damaged causing a leak through the internal components and allowing fluid to enter the back of the housing. Another possibility is that the damage occurred during handling sometime after it left tcvs facility and prior to use of the product. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.